Event description:
It was reported that an unspecified malfunction alarm occurred after the pump was dropped. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.